Event description:
The customer reported that his olympus high flow insufflation unit experienced a power failure approximately 3.5 hours into a laparoscopic gastrectomy procedure. According to the initial reporter, when the power failure occurred, the leds on the front panel went out even though the lamp remained on, and the alarm was sounding. Reportedly, powering the unit off and back on several times eventually resolved the issue and the intended procedure could be resumed/completed without patient harm.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was experiencing power inconsistencies and the main lamp was on, but the led front panel was off with the alarm sounding. The user setting was found with relief mode ¿on¿ when the unit was being tested. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, the phenomenon could not be reproduced, and the root cause of the phenomenon could not be identified. However, as a result of investigating similar complaints, it was found that the problem was caused by a main board failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. As a result of confirming the routine analysis report, there was no increase in trend. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.